Event description:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2022 due to poor magnet retention. The implanted device remains.

Event description:
Per the clinic, the patient underwent skin revision surgery under general anaesthetic on (B)(6) 2022. This report is submitted on january 03, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.